Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to an electrical component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the image was flickering due to an electrical component problem. There was no patient involvement.